Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported sepsis and fungemia could not be conclusively determined through this evaluation. Low flow alarms and a driveline fault were confirmed through the evaluation of the submitted log file. The submitted log file contained data from (B)(6) 2020 03:53:20 through (B)(6) 2020 08:22:00. The file captured the pump operating at a fixed speed of 8800 rpm with a low speed limit of 8000 rpm. Motor power, estimated flow and average pi typically ranged from 3.7-5.2 watts, 2.4-5.3 lpm, and 2.1-6.8, respectively. Numerous low flow hazards were captured throughout the duration of the log file when flow dropped below 2.5 lpm, and a driveline fault was captured on (B)(6) 2020 at 15:04:26. Prior to and after these events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The pump operated at the set speed for the duration of the file. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2020. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12may2011. The heartmate ii lvas IFU, lists sepsis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding infection are provided in the ¿patient care and management¿ section of this IFU. This section also provides an explanation of all pump parameters, including pump flow. The current heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 6 ¿patient care and management¿ states physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The heartmate ii lvas IFU lists sepsis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known driveline fracture was previously reported under MFR # 2916596-2020-05787, MFR # 2916596-2019-05479, and MFR # 2916596-2018-02473. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with sepsis. She was intubated and found positive for fungemia. Patient had flows periodically dropping to 3.5-3.8 liters per minute and baseline flows were at 4.5-5 liters per minute. The drop in flows was thought to be due to coughing on the ventilator. Log file analysis showed multiple low flow alarms and a driveline fault alarm on (B)(6) 2020. The patient has a history of driveline fracture and was using an ungrounded cable when connected to the power module. The cause of the low flow alarms was identified as hypovolemia/sepsis. The low flow alarms were resolved by withholding diuresis and giving intravenous fluids. The patient continued to decline and had a do not resuscitate order. The patient passed away on (B)(6) 2020.